Manufacturer narrative:
The device was not returned to olympus for inspection - therefore, this investigation will be conducted based on the information obtained. A root cause could not be identified. Based on the results of the investigation, it is likely the malfunction was due to leakage from the ventilation valve and liquid entering through the catheter plug which then caused a blurry image. The leakage was further caused due to some form of external stress. However, this could not be further clarified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a blurry image. There was no report of patient involvement.